Manufacturer narrative:
The reported event of a heat and a frequency annunciator was duplicated and confirmed during service evaluation. This was found to be due to a failed irrigation pinch valve assembly causing lack of irrigation. Based on review of the device instructions for use, the frequency annunciator will illuminate when excessive heat is present at the handpiece tip, this annunciator will shut the ultrasonic function off as a safety precaution. The device was repaired, cleaned, lubed, and adjusted before being returned to the customer.

Event description:
It was reported that during a procedure at the user facility, the irrigation wheel stopped spinning. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.

Event description:
It was reported that during a procedure at the user facility, the irrigation wheel stopped spinning. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.